Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device's display was white and the service indicator turned on. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device's display was white and the service indicator turned on. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the user interface pcb assembly. Physio-control further evaluated the user interface pcb assembly. However the issue was not repeatable, therefore further component cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device's display was white and the service indicator turned on. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.